Manufacturer narrative:
Reliability analysis inspected 2 opened/used sensors and found both sensor cannula retracted inside of the sensor. Unable to confirm customer received sensor damage due to customer returned sensor opened/used and both needles were missing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor did not have an electrode present. It was reported that the sensors would be replaced and returned.